Event description:
A customer reported that their pump malfunctioned while they were changing the cartridge. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer successfully rejoined her sensor session and continued insulin delivery. She was advised to contact support if the issue reoccurs and confirmed understanding of this guidance.